Event description:
The pes power cords were split open by the patient's electrical bed. The cords sparked after they were damaged. The pes was replaced.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 no device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.